Event description:
Info received indicates the bed has no manual or electrical functions working from the siderail although the battery charged status indicator is on.

Manufacturer narrative:
The technician isolated the issue to the weight frame circuit board. He replaced the circuit board to repair the bed.